Event description:
The lead wire of the patient's electrode array extruded through the tympanic membrane. The surgeon plans to repair the tympanic membrane and explant the device, if necessary. If an explant is done, reimplantation is planned.